Event description:
It was reported that a malfunction alarm occurred on the pump, with no events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer reportedly, reset pump on their own, customer was able to get their pump turned on and resumed their insulin deliveries.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.